Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer's report #3004209178-2009-02338: [additional information reported intermittent withdrawal and overdose. It was noted entire catheter kink / occlusion. The patient also complained of increased pain and numbness. The determination of severity was moderate and no diagnostic methods were done. Intervention included device surgical revision of catheter connector on (B)(6) 2009. The patient outcome was resolved without sequelae on (B)(6) 2009] and [during the (B)(6)2009 catheter intervention, the catheter was spliced].